Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tsv¿ bellatek® encode® healing abutment 3.5mm (d) x 5.0mm (p) x 3mm (h) (teha3503) was returned for investigation. Visual inspection of the returned product identified minimal wear about the abutment hex and screw threads. Functional testing was performed for the returned product and it was determined the healing abutment seats as normal in a mating implant drive feature. The customer has not provided additional pictures or x-ray images of the product. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the healing abutment did not seat. The reported complaint could not be confirmed based on the results of functional testing. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report. Expiration date, UDI. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no' to 'yes.' Device manufacture date. Evaluation codes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a healing abutment (teha3503) could not seat into the implant. No impact to the patient has been reported.